Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger wasn't working, that they plugged their implantable neurostimulator recharger (insr) in over night however it wouldn't turn on when they went to use it. Caller stated they thought it had been happening for at least a week since they noticed the issue and now they thought the patient's implanted neurostimulator might be off because they hadn't been able to charge it. Upon inspection of the desktop charger (dtc) the caller identified that the connector pin was bent. A request was sent to repair to replace the desktop charger.